Manufacturer narrative:
Method: segmentation review, planning review, jig design review. Results: visual inspections shows no warping, distortion or dimensional changes. Segmentation review - performed specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides manufactured to specifications using current work instructions. Jig design review - guides manufactured to specifications using current work instructions. X-ray - no notching of femur implant, x-ray view is rotated giving appearance of notching. . Conclusion - no conclusion can be established due to lack of info. Flexion gap view not available. Review indicates everything is according to specifications.

Event description:
Too much of a posterior medial condyle cut. Loose and opening up medially in flexion. Had to go with 16mm posterior stabilized liner and ps femur. Still was pretty unstable. Possibly over externally rotated but that is where the guide found its home.